Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The patient developed wound dehiscence. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The lv lead was explanted.